Manufacturer narrative:
The root cause of the pump being unable to start initially was not determined as no product or data logs were provided for evaluation. After multiple attempts, the pump was able to start and provided support from (B)(6) 2021. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.